Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge and reloaded the cartridge to resolve the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.